Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the analysis of the returned device, it was revealed that the main coil was stretched and prematurely detached inside the patient and the main coil suture was damaged. In addition, the coil delivery wire was kinked due to handling. It is most likely that anatomical or procedural factors resulted in the coil becoming stuck in the concurrent micro catheter and eventually physically detaching within the microcatheter due to manipulation of the device. The event appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural or anatomical factors during use. Therefore, a cause of procedural factors will be assigned to the damage to the reported and analyzed issue for the main coil.

Event description:
It was reported that during a cerebral aneurysm procedure, the subject coil prematurely detached in the microcatheter when pulled. The microcatheter and subject coil were removed together and replaced with other units. The procedure was completed without any problems and there were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during a cerebral aneurysm procedure, the subject coil prematurely detached in the microcatheter when pulled. The microcatheter and subject coil were removed together and replaced with other units. The procedure was completed without any problems and there were no clinical consequences to the patient due to the reported event.